Event description:
Elephant ear washer has malfunctioned 4 times in the last month. Instead of expressing warm water into the ear canal, we have had 4 instances where it is expressing air instead of water.